Manufacturer narrative:
(B)(4). Evaluation results and conclusion: (endoleak), (unk cause of endoleak).

Event description:
An endurant bifurcated stent graft system was implanted in a pt for endovascular treatment of an abdominal aortic aneurysm. The aneurysm size was not reported. Vessel morphology was reported as there was no tortuosity and mild calcification. It was reported that a standard evar procedure with no intraoperative or device deployment complications using an endurant aui was performed. During the final angiogram/run there was a significant unk endoleak at the taper level of the aui. (MFR report# 2953200-2011-01691) the physician did further film review/eval and determined no proximal type I endoleak. The physician stated that this was unlikely a type ii endoleak therefore; the physician has a strong suspicion this may be a type IV endoleak. The physician elected to re-line the aui device with another (B)(4) (MFR report# 2953200-2011-01692) which slightly improved endoleak but was not completely resolved. There was also an endoleak noted at the native aortic bifurcation level within the iliac limb extension; a limb was used to repair the endoleak. (MFR report# 2953200-2011-01693). No add'l clinical sequelae were reported, and the pt is fine.